Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of bacterial peritonitis in a patient coincident with extraneal and physioneal therapy for peritoneal dialysis (pd). On an unreported date, extraneal was stopped. It was not reported if physioneal therapy was ongoing. On (B)(6) 2012, the patient was hospitalized due to peritonitis. Treatment information was not reported. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, the patient was again hospitalized and found to have peritonitis manifested by abdominal pain in the night. The patient was treated with an unspecified antibiotic. The nurse suspected the abdominal pain was caused by the peritonitis or the extraneal (because of its acidity). The nurse decided to stop the extraneal. It was not reported if the patient remained hospitalized. At the time of this report, the patient had not yet recovered from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. The physician stated that the abdominal pain was not due to a reaction to a product but due to the capd peritonitis that the patient got while on holiday. The physician stated it was because the patient was without consultation with the physician and did not per perform a leukocyte test. The physician stated that the initial therapy was too short.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.